Event description:
It was reported that during an initial surgery, the handgun normal saline could not spout out when the trigger was pressed. Subsequent evaluation found the device would not power on with the original battery pack but powered on and functioned normally with a laboratory battery pack. Inspection of the battery pack revealed electrolyte leakage inside the pack with batteries installed in the correct orientation and no apparent wiring damage. No surgical delay was reported. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in taiwan. Complaint can be confirmed through the returned product analysis. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause has been identified as a manufacturing and design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.